Manufacturer narrative:
Analysis of event files from AED serial number (B)(4) reveals an event on (B)(6) 2019 totaling 1,966 seconds with 11 analysis periods and no shocks delivered. The time from power on to the beginning of analysis was approximately 80 seconds. In the first analysis period, the AED initially advised a shock due to apparent artifact from CPR in the signal. The unit began charging but detected motion, thus ending the analysis period and restarting a new one. In the 2nd analysis period, the AED encountered a non-shockable rhythm and appropriately no shocks were advised or delivered. In the third through eleventh analysis periods, the patient's heart rhythm was asystole or very fine ventricular fibrillation, both non-shockable rhythms for which the AED appropriately did not advise or deliver shock. Examination of the history record for this event also indicates there were no errors nor warnings present on the AED during and around this may 15th event. The AED had a second language of english and when turned on in rescue mode this would be indicated by a british flag in the upper right corner of the screen. Pressing the softkey adjacent to this button would have changed the spoken language to english. Despite language differences, the AED displays all necessary steps and actions of the rescue. The AED functioned as designed; no malfunctions are evident.

Event description:
An international distributor reported that crew members on a airplane deployed an AED on a patient and although the AED worked as intended (no unit error reported), they were not able to change the AED's primary language from (B)(6) to its secondary language, english. Although it was reported that the patient in the event was not resuscitated, the patient's death does not appear to be related to the use of the device as there was no indication of a delay in therapy associated with the AED use (time from AED power on to rhythm analysis) and the patient's heart rhythm did not meet the requirements for a defibrillation shock.